Manufacturer narrative:
This defibrillation lead was successfully implanted and remains in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implantation of this right ventricular defibrillation lead, the patient experienced a ventricular tachycardia (vt) when the lead was placed in the ventricle. Anti-tachycardia pacing (atp) was delivered and converted the heart back to normal sinus rhythm. No other adverse patient effects were reported.